Manufacturer narrative:
(B)(4). In the event that the device becomes available for evaluation or any additional information is received, the information will be provided in a follow-up report. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The failure analysis technician evaluated the unit and was able to duplicate the reported failure and isolate it to the interface board. The component will be held for 90 days for further engineering evaluation. In the event additional information is received a follow-up report will be submitted.